Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the device confirmed internal driveline wire damage that would have contributed to the reported event. The pump was returned with the driveline cut approximately 3.5 inches from the pump housing, a middle segment approximately 18 inches, and a distal segment measuring approximately 15 inches were also returned. A driveline repair was previously performed and 23.5¿ of the replaced portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, and sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The replaced segment of the driveline was visually inspected and underwent continuity and hipot testing. These tests did not identify any breaches to the wires that would have resulted in the reported event. The proximal segment, middle segment, and distal segment of the driveline that were returned with the pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the proximal portion of the driveline revealed breaches to the insulation of the orange and yellow wires, approximately .5 inches from the pump housing. The observed wire damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in this location. The remaining wires from the proximal portion, the entire middle portion, and entire distal portion of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the orange or yellow wires made contact with the metal braided shield while the patient was operating on the mobile power unit, the resulting short to shield could have resulted. This could cause the hazard alarms and pump stops that were confirmed through the evaluation of the submitted log file. During the evaluation of the device there was an incidental finding of superficial damage to the outer silicone jacket of the driveline. The heartmate ii lvas instructions for use contains a section entitled ¿pump performance monitoring¿ under patient care and management that covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times.the patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years and 1 month. The explanted pump is expected to be returned for evaluation. It has not yet been received. The replaced portion of the percutaneous lead (driveline) was received; evaluation of both the driveline portion and the explanted pump will be completed together upon receipt of the pump. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the vad produced a driveline fault alarm on (B)(6) 2018. The patient presented to local ER as directed by the vad team and the system controller was exchanged out. Hours later, low speed advisory alarms were received on new system controller in addition to pump stoppages when vad was connected to a mobile power unit (mpu). The patient was advised to connect to batteries and no further alarms occurred. The customer suspected damage to the percutaneous lead (driveline). The vad clinician visually and manually inspected the external driveline and found nothing to be out of the ordinary. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log files and observed multiple low speed advisories on (B)(6) 2018 at 1:03. During this time there was an increase in power which could be an indication of something being ingested into the pump. No pump stoppages noted. Between 1:04 and 2:12 on (B)(6) 2018, observed 8 yellow wrench advisories indicating driveline fault. Between 10:25 - 22:33 on (B)(6) 2018, observed multiple pump stoppages and low speed operations. This type of behavior has been linked to potential issues with the driveline. These issues only appear to have occurred while the vad was connected to the mobile power unit. Review of x-ray images of the driveline revealed an area of concern. A sharp 90 degree bend and some possible shield separation were noted. On (B)(6) 2018, the entire external portion of the driveline was replaced with no issues. Approximately 24 hours after the driveline replacement, additional alarms were received when the patient sat up in bed. The patient was provided an ungrounded patient cable to use when tethered to a power module. On (B)(6) 2018, the patient underwent a pump exchange.